Manufacturer narrative:
Failure analysis on the returned speaker assembly shows the electrical open in the speaker created the primary alarm failure error code.

Manufacturer narrative:
G4:19jan2021. B4:20jan2021. The philips service technician evaluated the ventilator and confirmed error code 1102 (primary alarm failed.) Had occurred. The device was checked internally and it was found that a speaker which was connected to a power management board had sounding failure. The philips service technician replaced the speaker assembly to resolve the issue. The device successfully passed all required testing, and remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2021.

Event description:
It was reported to philips that during pre-use check, when the power was turned on, "check vent: primary alarm failed" appeared in the message box and the alarm kept sounding. The device was not in use at the time of the event. This issue was noted during pre-use check. There was no delay to patient care/therapy and no medical intervention required. There was no report of patient or user harm.